Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose was 110 mg/dl. Customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly the customer overcorrected via bolus delivery for a prior bg level. Customer address their bg by drinking juice. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the bolus delivery issue could not be verified.